Event description:
The customer reported via phone call that the insulin pump overinfused insulin with a bolus in the middle of the night due to the scroll wrap feature. The customer stated that he experienced low blood glucose as a result, but he did not recall the blood glucose reading at the time of the event. He stated that he realized what occurred when he checked the status screen and noticed that he had taken his maximum bolus amount of 15 units of insulin. He treated with glucagon immediately to prevent low blood glucose. He stated that he did not believe that the blood glucose went lower than 85 mg/dl because of the glucagon but was unsure. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.